Manufacturer narrative:
The device history recorded revealed the device to be made to specifications with no deficiencies or non conformities noted. The sample analysis showed the wire experienced tensile force beyond the design capabilities. Per the incident report during the insertion of the PICC line resistance was met with removal of guidewire. A root cause could not be determined, but a contributing factor could have been the user pulling against resistance causing significant wire damage and resulting in device separation. The IFU states -" do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath dilator and guidewire must be removed together. The risk analysis was reviewed and this failure mode is covered.

Manufacturer narrative:
The device was forwarded to the contract manufacturer for evaluation.

Event description:
Tip of wire came apart in patient.